Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 3 failed. A field service engineer (fse) removed the drawer and noticed that ball bearings were missing from the rails. The fse replaced both slide rails and manually checked the drawer for smooth opening and closing and then opened the top cover, inspected the connections in the electronics drawer, and removed dust found under the top cover. After completing these steps, the fse confirmed that the drawer tested successfully. The customer logged in and completed a medication inventory in the main full-height drawer 3, and the drawer functioned properly during the customer test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer was clicking upon opening. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.